Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #'s 1627487-2014-00313 and 1627487-2014-00314. The pt's (B)(6) therapy system includes three percutaneous leads from three different lots. It was reported the pt desires to have his therapy system explanted due to lack of efficacy.